Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had calibration issues with the stylus and the screen. It was indicated that the touchscreen connector required cleaning and reseating. It was not confirmed that the printer didn't work. The programmer was repaired and returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had calibration issues with the stylus and the screen and printer didn't work. The programmer was returned for service. There was no patient involvement.